Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an alarm and insulin squirting out during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.